Manufacturer narrative:
The device has not been returned for evaluation at this time. A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A technician reported that a peritoneal dialysis (pd) patient had a leak from her cycler in a hospital setting. The patient was in hospital for a decubitis foot ulcer that was not related to her pd treatment. The patient normally used another manufacturer's cycler for her treatment, but had been fitted with an adaptor on her pd catheter. During treatment for the cycler, alarmed for drain complications. The patient was moving a lot in the bed. Treatment was not complete. The staff found a leak puddle near the patient's bed. About 300 cc of fluid was on the floor. They stopped treatment and found a hole in the patient line about 1.5 feet from the patient's catheter connection in the set. The line had a "bubble" in it and the bubble had a v-shaped crack. The patient was setup with a new set and new cycler to complete treatment. The set was retained and is being made available for evaluation. The patient was already on antibiotic for the decubitis ulcer and a pd effluent culture was performed. Her effluent had no elevation of wbc and eas negative for growth. The patient did not develop any signs of infection and was later discharged. No adverse event reported at this time.